Event description:
A customer contacted beckman coulter, inc. (Bci) concerning a liquid leak from access 2 immunoassay system. There was no report of exposure to hazardous fluids.

Manufacturer narrative:
No system performance information was provided by the customer. Service was dispatched and onsite on (B)(4) 2011. The field service engineer (fse) found waste tubing disconnected next to the peri-pump connection, and reconnected the tubing. The fse verified system performance to published specifications. Hardware was the root cause for this event, but the cause of disconnection is unknown.